Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned syringe, lot number 165837, and confirmed the presence of a clear plastic particle in the fluid path. The particle measured approximately 1.5mm in length and 2.0 mm in width. Comparison of the particle with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists.

Event description:
A bayer representative reported the following: the customer observed a particle in the MRI syringe barrel before use.